Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, one photo was provided for review. The photo shows a complete view of drainage catheter with loaded cannula and trocar needle. The tip of the catheter was not clear in provided photo, and the issue cannot be verified. Therefore, the investigation is inconclusive for reported needle length issue as the provided photo was not sufficient to confirm the reported issue and the issue cannot be verified without physical sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, a patient prepped for an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain catheter. Prior to the procedure, it was noted that the needle tip of the cannula did not protrude from the drainage tube. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided cyst drainage catheter placement procedure using navarre opti drain catheter. Prior to the procedure, it was noted that the needle tip of the cannula did not protrude from the drainage tube. The procedure was completed using another device. There was no patient contact.